Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the leads were reversed in the header of the pulse generator. The leads were reinserted in the appropriate connector ports.